Manufacturer narrative:
This is to correct type of reported complaint from serious injury to product problem.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device on site. It was determined that this was a malfunction of the multiple parts: processor assembly and ECG measurement module, which were replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The root cause of the component failure could not be determined. The issue was resolved by replacement of (processor assembly and ECG measurement module), and the product is back in service. Reporter first name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating the ECG hardware failure. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.